Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed issue with lateral movement error, reboot now, system down. Review of the log files showed intermittent flex vision pc related issues. Upon troubleshooting, the field service engineer identified that there was issue flex vision pc. The defective parts were returned for analysis, for flex vision pc no failure was observed. However, the replacement of the flex vision pc by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that after rebooting the device, it would not boot properly, stalling at 00:00. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision computer, which returned the device to expected functionality.